Event description:
It was reported that a spectrum pump failed volume accuracy test. This occurred during testing in he biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information:d9, h3, h6, h11 h11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The reported problem 'failed volume test' was not reproduced during evaluation. The device was tested for flow accuracy and delivered within intended range. The customer testing setup and equipment are unknown. The event date was not provided, however a review of the history log revealed an infusion programmed at a rate of 200ml/hr and vtbi: 20 ml, which are the not the recommended parameters for flow accuracy testing outlined in the spectrum service manual. However, no abnormalities that could cause or contribute to the reported problem were observed through the history log. A device history review revealed no issues that could have caused or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.